Manufacturer narrative:
The device was not returned for evaluation. Therefore the exact cause of the reported event could not be determined at this time. However, if additional information becomes available or if the device is returned for evaluation at a later date, this report will be reassessed for reportability and updated accordingly.

Event description:
The service center received a report that hemostatic forceps (fd-410lr) had no thermal effect during an esophagogastroduodenoscopy, upper endoscopy with bleed. The physician completed the intended procedure using a different style. There was no report of moderate or excessive blood loss during the procedure and it was reported that there was no patient injury.